Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. When asked what circumstances may have led to their therapy sometimes working, the patient indicated that they thought it was because they had developed a kidney stone on the left side. The patient reported no further steps were taken to resolve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that for about a month it ¿sometimes works and sometimes it doesn¿t, water flows like turning on a faucet.¿ the patient noted that they could not get in to see their healthcare provider until (B)(6). Syncing with the programmer showed stimulation was on, and the patient increased to 1.8v where they were able to feel stimulation in the correct area. The patient was redirected to their healthcare provider if the returned urinary symptoms did not resolve after increasing stimulation. No further complications were reported.